Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the navigation system functioned as designed. Analysis found that the software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that the site was unable to connect the imaging system with the navigation system. They would get it to verify, but the green communication never worked. They restarted both systems and they were still unable to get it to connect. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.